Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. The customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer consumed orange juice to address bg. A new cartridge was loaded to resolve the issue. Customer will continue to use the current pump for insulin therapy.